Event description:
It was reported that, during an office follow-up a few months post implant, a rash was noted on the skin around the area of the electrode shock coil. An MRI was performed with normal findings. Next, the doctor performed a and allergy patch-test and the patient was found to have an allergic reaction to cobalt. The patient was then started on a steroid drug treatment. Later, the system was explanted due to the cobalt allergy. There were no additional adverse patient effects.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was examined. Visual inspection noted no damage. The device was then exposed to simulated heart load conditions, and the defibrillation functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that, during an office follow-up a few months post implant, a rash was noted on the skin around the area of the electrode shock coil. An MRI was performed with normal findings. Next, the doctor performed an allergy patch-test and the patient was found to have an allergic reaction to cobalt. The patient was then started on a steroid drug treatment. There were no adverse patient effects. Later, the s-ICD system was explanted due to allergic reaction to cobalt. An analysis was not requested but the system will be returned.